Manufacturer narrative:
(B)(4).device evaluated by MFR: a synergy, mr, ous, 2.25x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal stent struts were bunched and overlapping in a distal direction. The stent had moved slightly towards the distal markerband. Crimp stent markings visible on exposed balloon wall indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device returned loaded inside a 6f (0.056'') guide liner, upon removal from the guideliner a visual and tactile examination found hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2017 it was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified coronary artery. After a non-bsc guide extension catheter crossed the lesion, a 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and stent moved on balloon.